Event description:
Caller states the patient tested >8.0 inr and >8.0 inr on the coaguchek xs system. The patient was sent to the emergency room (ER) lab; a comparison lab returned as 5.8 inr. No medical treatment was required. The patient's coumadin dose was held for 2 days based on the reported results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.